Event description:
The issue reported was that the insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 33 units instead of the expected 250 units. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the same cartridge with assistance from technical support and planned to monitor the situation, with the option to follow up if necessary.